Event description:
The customer reported a blue fluid leak of approximately six ounces (6 fl. Oz.) From a coulter lh 750 hematology analyzer during instrument shutdown. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/08/2015 and found a hole in the black stripe I-beam tubing through pinch valve vl61. He replaced the tubing at vl61 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).